Manufacturer narrative:
Initial reporter- facility name: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on posterior side assessed as fold flaw opening. Additional observations: creases are observed. Wear abrasion is observed. Yellow particles on device inner surface are observed.

Event description:
Healthcare professional reported left side deflation. Device was explanted and replaced.